Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and microscopic analysis was performed which identified broken sharp, broken crease sharp, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken opening on the posterior side due to a surgical impact and sharp crease opening on the radius due to fold flaw opening.

Event description:
Physicians office reported right side "deformation, capsular contracture, baker grade iii", "moderate density implant capsule, implant destroyed totally, silicone gel within the capsule." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade iii and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physicians office reported right side "deformation, capsular contracture, baker grade iii", "moderate density implant capsule, implant destroyed totally, silicone gel within the capsule." The device has been explanted.